Event description:
As reported by the user facility (translation of user facility info by (B)(4)): delivery inaccuracy: a 50ml antibiotic infusion intended to run over 30 minutes completed in just over two minutes. The pump event log confirmed correct setting for intended infusion, together with displayed volume infused of 4.18 ml (which is what would have been expected after a run time of a little over two minutes), yet in excess of 40 ml have been infused. Users confirmed the starting volume of 50 ml, and that this was cross checked prior to commencement.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The a request to return the actual device involved in the event has been made to the reporting facility. A f/u report will be provided after the inspection results are available.